Event description:
The customer reports that depth markings were on wrong (high number at distal end) and that markings were not accurate.

Manufacturer narrative:
(B)(4): results of investigation: the customer return sample was received and evaluated. It was observed that the depth markings were out of specification, and therefore, this complaint was confirmed. Review of the manufacturing process identified several catheters that had depth markings that were off by 0.5 cm to .75 cm in both directions. The depth markings were found shifted to the inside and outside of the catheter. As a result, all material in the plant were re-inspected 100%. A quality impact evaluation was developed to release already manufactured material. In august 2008, the printing method was changed from pad printing to injection printing. Additionally, factors were identified during the extrusion process that could contribute to this issue. An internal investigation was conducted at the manufacturing facility in order to determine the root cause of the issue reported. Complaint identified for submission as an MDR following a retrospective review of (B)(4) self-manufactured complaints under CAPA (B)(4).